Manufacturer narrative:
The reported observation of battery depleted was confirmed. The root cause of the reported observation was due to the device having normal battery depletion at the time of explant. The device had not declared end of life (eol) but had declared programmer first eri based on the uep data. The artemis clinicians' manual was used to calculate the device longevity by determining the energy factors over the implant period. The estimated longevity would have been 1.9 years +/- .25-year per ¿ 90205144, when using the available information. The total stimulation on time was 1.92 years, suggesting the device had normal battery depletion at the time of the explant, and as noted above had not declared end of life (eol).

Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein ipg was explanted and replaced to address the issue.